Event description:
It was reported that the device exhibited a force sensor failure error several times. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: b5: additional information was received and attached on, (B)(6)2022, did not fail during patient use. No further information is available. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H6: event problem and evaluation codes: updated d10: device available for evaluation: updated., corrected data: correction: d4: model number: 4000

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found tamper seals were broken, device was in good condition with no appearance of any physical damage. The devices event history log was reviewed for evidence of the reported event, force sensor bgnd and test errors found in history. To conduct functional testing, and perform check force calibration, the reported problem was replicated - the force was out of calibration. The root cause is unknown. Force senor was replaced as preventative measure. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device was last serviced in august, 2021 and there was no indication of a service issue during the investigation.